Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn¿t know if it was working correctly or not. The patient reported they were recently diagnosed with a uti and had gone through 3 different types of medication for it. The patient had been trying to see their urologist without success, so they had gone to a primary healthcare provider instead. The patient noted their device was nearing expected end of life and they were not sure if that was the issue, they needed help with programming. On a second call the patient again reported having a severe uti and they were urinating a lot for the last 3 weeks. The patient noted they were not able to get into see their urologist due to an unpaid bill but saw their regular doctor instead regarding the uti. The patient had their device set to 0.9 on program 3 and they didn¿t feel any vibration, but it made their bladder uncomfortable and a little painful if they went too high, so they decreased it to 0.7. The patient asked for assistance with changing to program 4. Syncing with the programmer showed stimulation was on and the patient was able to adjust. The patient felt the stimulation sensation int eh correct area, further back in the pelvic floor, on program 4. It was comfortable after adjusting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s last positive culture was (B)(6) 2018 at their office. The cause of the uti was unknown. The hcp also noted that it was unknown if the uti was related to the patient¿s underlying urinary dysfunction as recent cultures done at their office were negative. It was also unknown if the uti was related to the implanted device/therapy. As an action taken for the uti, antibiotics were administered. There were no further complications reported or anticipated.